Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient had symptoms since their implantable neurostimulator (ins) replacement on (B)(6) 2017. C <(>&<)>2 262, c<(>&<)>3 1311, 2<(>&<)>3 1496. The patient was at 15ma, 55hz, 330pw. It was discussed reprogramming on c<(>&<)>2 to see if that gave the patient any relief. Discussed possible dehydration, leads not parallel, scar tissue, etc. The hcp would also try adjusting the pulse width (pw) to see if that helps the patient. No further complications were reported/anticipated.